Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post paced t-wave oversensing. No intervention was performed. Patient condition was unknown.